Event description:
It was reported that episodes of non-sustained rv oversensing due to loss of rv capture were observed via remote transmission. Programming changes were made. It was noted that patient had recently been prescribed steroids. The patient will continue to be monitored normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that the patient was presented with heart block. New episodes of noise on rv lead were observed. Lead fracture was suspected, but not confirmed during the procedure. The lead was capped and replaced. The patient was stable post-procedure.